Event description:
A user facility reported that prior to intraocular lens (iol) insertion, the surgeon saw a foreign body on the lens. Pt impact is unk. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/29/2010 and 11/16/2010 by mail. A completed questionnaire has not been received. (B)(4).